Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurate compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported obtaining what she felt was an inaccurate high blood glucose reading with the subject meter but was unable to provide the exact result obtained. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. It was not reported if the patient takes any medication to manage her diabetes or is she made any changes to her usual diabetes management regimen in response to the alleged inaccurate result. At an unspecified dated and time after the alleged issue occurred, the patient claimed she developed symptoms of ¿sweating, shaking and not able to think correctly¿ as a result of the alleged issue. The patient reportedly treated herself with food and drink in response to the symptoms to bring her sugar up. The patient claimed her blood glucose was measured on another device at an unspecified date and time but was unwilling to provide the result obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.